Event description:
Late sample. No additional information provided.

Manufacturer narrative:
Unfortunately, a lot number could not be submitted for this complaint and could not be determined from the photographs provided, preventing our investigation team from conducting a device history review. A photograph and physical sample were provided to aid in our investigation. The reported crack in the syringe barrel was confirmed. There are several potential manufacturing-related factors that could contribute to this type of separation. Unfortunately, without the ability to cross-reference maintenance records to a specific lot, our engineers could not determine a definitive root cause. We sincerely regret any inconvenience this issue may have caused you and your facility. Please be assured that complaints of this nature continue to be tracked, trended, and monitored through our quality systems, and our organization routinely reviews this data to identify any emerging patterns.

Event description:
It was reported that the bd luer slip 10 ml syringe barrel was cracked. The following information was provided by the initial reporter: it was reported that the bd materials that presented damage during use/handling in the approximate period from september to november according to information. The items reported were: event 1: 1 bd luer slip 10 ml syringe ¿ cracked unit, with medication leakage during use (material available for withdrawal); event 2: 1 bd luer slip 10 ml syringe ¿ broke at the time of aspiration (material available for withdrawal).

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.